Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostic testing was performed and high impedance was found on the lead. The patient advised that they had fallen. In turn, surgical intervention may be planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.